Event description:
The customer reported a precharge voltage error message which prevented the system from booting up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.